Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2014 with the following results:a review of the black box and alarm history showed multiple persistent call service alarms on 01/31/2014. During testing, the pump emitted a call service alarm on the first rewind attempt. An internal component failure was found causing the alarm. The component was replaced and reprogrammed; the pump was then able to be exercised with no further alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump issued 3 or more call service alarms in a 30 day period of time. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged call service alarm issue remained unresolved with troubleshooting.